Event description:
Surgeon has used the ethicon harmonic 1100 laparoscopic shears for approximately 5-10 minutes and it stopped working. On the screen it showed, "clean blade". After cleaning its blade, it showed " replace instrument". The item was replaced. After approximately 5-10 minutes of usage, new item also stopped working and the same messages appeared on screen. Both surgeon and scrub tech have confirmed that both items have not come in contact with any metal, particularly the metal part of the uterine manipulator. FDA safety report ID# (B)(4).